Manufacturer narrative:
(B)(4). Method: actual device was received for evaluation and investigation. A visual inspection, flow rate accuracy test and pressure pot test were conducted. A review of the device history record (DHR) was performed. Results: the pump was returned partially full. Infusion was verified when setting the saf to all the flow rates. The pump was refilled with 0.9% of saline to the nominal value of 400ml. Flow accuracy testing was performed with the saf set to 8ml/hr. After 37.5 hours of testing, the pump yielded a flow rate of 6.91ml/hr which is within specifications with a +/- 20% tolerance. Pressure pot testing was performed on the flow rates 2ml/hr, 4ml/hr, 8ml/hr and 14ml/hr without the filter. The average bladder pressure used was 8.14psi. The saf flow rate 2ml/hr yielded a flow rate of 2.00ml/hr, which is within specifications with a +/-20% tolerance. Flow rate 4ml/hr yielded a flow rate of 3.91ml/hr which is within specifications with a +/- 20% tolerance. Flow rate 8ml/hr yielded a flow rate of 7.23ml/hr which is within specifications with a +/- 20% tolerance. Flow rate 14ml/hr yielded a flow rate of 13.53ml/hr which is within specifications with a +/- 20% tolerance. Conclusion: the investigation summary concludes that fast flow was not observed. During the flow accuracy test, the pump met specifications. During pressure pot testing, all flow rates met specifications using the average bladder pressure. As the device analysis cannot determine the root cause of the flow issue, we are unable to determine the cause of the reported event. Per the instructions for use (IFU) there are several factors that may affect the flow rate including fill volume, temperature, viscosity of the drug solution, pump position, storage time and external pressure. The DHR was reviewed for the lot number of the manufactured unit. There were no reworks, special conditions, or related nonconformance reports (ncrs) for this lot. Information from this incident has been included in our product complaint and MDR trend reporting systems. Trend information is used to identify the need for additional investigations.

Manufacturer narrative:
(B)(4). Method: the actual device was received for analysis. A visual inspection was performed and a review of the device history record (DHR) was performed. Results: there are no testing results available as the investigation and evaluation are currently in progress. However, the DHR was reviewed for the lot number of the manufactured unit. There were no reworks, special conditions, or related nonconformance reports (ncr's) for this lot. The lot met the process specifications, including the quality control acceptance criteria prior to release. Conclusion: once the investigation and device analysis are completed a follow-up report will be submitted. Information from this incident has been included in our product complaint trend reporting systems for monitoring, tracking and trending.

Event description:
Fill volume: 550ml. Flow rate: 8ml/hr. Procedure: left tka. Cathplace: asku. It was reported by a pharmacist that an infusion ended sooner than expected. Patient had a left tka procedure and the pump infused within 48 hours. The device is available for return. No known patient injury or complication.